Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope had a temporary loss of ultrasound image. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The product investigation confirmed the reported events. In addition, the investigation found that due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements, the adhesive on the bending section cover (a-rubber) is detached and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.